Event description:
It was reported that during a gastric band procedure, the consultant inserted the trocar as normal and after 20 minutes the trocars started to hiss and lose phnemoperitonium. The consultant tried to re-align the seal within the trocar by inserting and removing a grasper but was not successful. This was tried several times. The consultant removed the product and continued with another. No adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as whistling or hissing? Hissing. If so, did the noise prevent insufflation? Unk. Was there a drop in pressure? Yes. If yes, did this affect the visibility of the surgeon? No. What was the gas consumption rate or volume (liter/minute)? Unknown. Were you able to identify where the leak was coming from? Top seal. Was a device inserted in the trocar during the leaking? Yes. If so, what device? Grasper. Was any torque being applied to the trocar or device? No.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. Upon evaluation of the device, a leak test was performed and the device was noted to leak with the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.